Event description:
A female infant was hospitalized. She was receiving inotherapy for seven days and was not expected to survive. In 2007 inovent experienced an electronic failure while on the infant. Following th inovent machine failure, the infant was manually bagged while the inovent was initially re-started and then replaced with a back-up inovent. It was noted that the infant experienced an episode of bradycardia during this period. The infant subsequently expired the following day which was expected, but may or may not have been hastened by the event. The reporter deemed the event possibly related as the pt's condition changed due to the bradycardia." Ge healthcare's investigation into the reported occurrence is still ongoing. A f/u report will be issued when the investigation has been completed.